Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to terminal metastatic colon cancer. The stent was placed successfully on (B)(6) 2012. On (B)(6) 2012, the patient presented at the hospital complaining of severe pain at the rectum. The stent was examined and it was noted that the stent had migrated into the rectum to the anus. One of the distal stent loops had broken at the weld and the stent wire was protruding from the end of the stent. No part of the stent detached from the device. The protruding stent wire pierced the mucosa but did not perforate the colon wall. The physician attempted to remove the stent with rat-tooth forceps. However, due to the protruding stent wire, removal was difficult. The physician inverted the stent and withdrew it from the patient. Following removal of the stent, the pain resolved and no further treatment was administered. The patient condition at the conclusion of the procedure was reported to be "fine." It was noted that the patient has had ongoing chemotherapy treatments. The colonic tumor had shrunken in size from the initial stent placement.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported events of stent migrated, stent wire broken, and stent difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to terminal metastatic colon cancer. The stent was placed successfully on (B)(6) 2012. On (B)(6) 2012, the patient presented at the hospital complaining of severe pain at the rectum. The stent was examined and it was noted that the stent had migrated into the rectum to the anus. One of the distal stent loops had broken at the weld and the stent wire was protruding from the end of the stent. No part of the stent detached from the device. The protruding stent wire pierced the mucosa, but did not perforate the colon wall. The physician attempted to remove the stent with rat-tooth forceps. However, due to the protruding stent wire, removal was difficult. The physician inverted the stent and withdrew it from the patient. Following removal of the stent, the pain resolved and no further treatment was administered. The patient condition at the conclusion of the procedure was reported to be "fine". It was noted that the patient has had ongoing chemotherapy treatments. The colonic tumor had shrunken in size from the initial stent placement.

Manufacturer narrative:
A deployed stent only was received for evaluation; the delivery system was not returned. A visual examination of the returned device found no issues with the profile of the stent. The stent was fully expanded and measured the correct dimensions. The condition of the returned device was inconsistent with the reported event that one of the distal stent loops had broken. The device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The complainant confirmed that the correct device was received for evaluation. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pain and stent migration are listed in the dfu for this product as potential adverse events associated with the use of this device. The most probable root cause classification is anticipated procedural complication.